Manufacturer narrative:
H3 other text : device not available for evaluation.

Event description:
It was reported that during testing at the user facility the device became quite hot. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Event description:
It was reported that during testing at the user facility the device became quite hot. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.